Manufacturer narrative:
The insulin pump passed self-test, rewind, off no power test, unexpected error test, prime test and excessive no delivery test. The pump was unable to perform displacement test, basic occlusion test and occlusion test due to completely broken off reservoir tube lip. All operating currents are within specification. No unexpected low battery or off no power alarms noted. The pump was received with minor scratched display window; dog chew marks and missing reservoir tube o-ring.(B)(4).

Event description:
The customer reported via phone call of damage from the insulin pump. The customer's blood glucose reading was 300 mg/dl. The customer stated that her dog chewed up her pump. The reservoir chamber and side of the pump is damaged. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions. The insulin pump will be returned for analysis.